Event description:
During post dilatation of a stent the physician observed a spiral dissection distal to the stent. Pt was sent to CABG surgery in stable condition. The physician stated that the balloon extended past the stent further than expected into a section of very tortuous vessel. No product malfunction was reported. The pt status post triple bypass surgery is fine.